Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 300cc mentor memorygel breast implant experienced pain at the incision site post procedure. During explant and replacement surgery a white substance was noted within the implant. The device was replaced a new 300cc mentor memorygel breast implant.

Manufacturer narrative:
On april 27, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the sample, white particles were observed embedded on the shell. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Please note that the product evaluation lab couldn´t identify a conclusion due to the insufficient paperwork. The evaluation was limited to non-destructive testing. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of lot 7521530 were reviewed and the manufacturing standards were met prior to the release of this lot. In addition, no similar complaints have been reported in the past for this lot number. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Foreign matter and breast pain complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).